Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the image was lost.

Manufacturer narrative:
Alleged failure: loss of image during procedure. Probable root cause: no fault found on returned camera or monitor. The vpi was initially believed to be the source of failure, but investigation carried out under pr#(B)(4) could not find any fault with the vpi. The reported loss of image could be caused by either the camera cable connector not being properly inserted into the mating vpi connector or the power cord not being properly inserted into the device, causing a lose connection. The product was returned for investigation and the reported failure mode was not reproduced. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the image was lost.